Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The correct aware date for this report is 28 feb 2011, not 28 feb 2010 as originally reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that failed to alarm for an occlusion during testing by baxter could not be duplicated during further product evaluation. Therefore, no assignable cause can be provided. However, the channel c pumphead module was replaced as a precaution. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter service technician discovered a colleague infusion pump with an occlusion alarm. This problem was identified during service and failed to alarm as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.